Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to detect the attached pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including bench testing and ECG stressing through leads and pads without duplicating the report. The device was recertified and returned to the customer. A review of the device log indicates the user was not in the correct ECG view when a pads signal was established. The accessories used at the time of the report were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.